Event description:
It was reported the pt no longer had stimulation and was unable to communicate with his ipg using external devices. A replacement charger was sent to the pt, but did not resolve the issue. F/u identified the physician may undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.